Manufacturer narrative:
Results of investigation: the field service representative (fsr) went on-site to evaluate the suspect device. The fsr was unable to confirm or duplicated the reported event. The customer requested user verification testing and the operational verification procedure be performed prior to clinical use. The fsr found delivered volumes are below specifications due to a crack in the muffler filter housing. After replacing the housing, the transducers were calibrated. The fsr completed the user verification testing and operational verification procedure. The fsr reported the device meets service specifications.

Event description:
The customer reported while using the vela ventilator; the device suddenly powered off. The customer reported on/off switch problems were just bumping the side of the vent will lose power and turn off. The issue occurred during use, the customer reported there is no patient consequence associated with the event.